Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. It is unk if the ra lead was prepped or extracted during the procedure. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. Using a spectranetics 16f glidelight laser sheath, advancement was made to the distal end of the lead proximal coil. The rv lead came free, and was removed; however, seconds later, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. A superior vena cava (svc) perforation was discovered, but despite rescue efforts, the patient did not survive. This report captures the 16f glidelight in use in the area when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Section a): the patient's date of birth, age at time of event, sex, gender, weight, ethnicity, and race are unknown. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. D4/h4): the lot number was not provided; thus, the following information is unknown: serial number, unique ID, expiration date, and manufacture date. H3): the glidelight was not returned, thus no returned product investigation was performed. H6): great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.